Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
As per problem statement: "the top of the needle unraveled during cannulation". A (B)(6) male patient was not tolerating his transhepatic shunt very well. He underwent a transhepatic shunt tips/liver. During the puncture of the liver tissue to create the shunt, the customer realized that the retrieval of the needle was getting difficult. He felt quite some resistance while retrieving the needle, and after this, the needle was fully retrieved. After examination of the needle tip, the customer could clearly see damage of the tip. He opened a new set and successfully completed the procedure. Add'l info provided (B)(4) 2014 stated that the product unraveled while in the patient. The duration of the procedure was approximately 1 hour longer; therefore, the x-ray exposition of the patient was higher than necessary. There was no add'l procedures performed. The customer is not sure if some small parts of the needle tip remain in the patient's body.